Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called with her husband to report that the insulin pump delivered a bolus on its own. Found a bolus at 6:32am for 3.3 units. The caller's husband stated that the customer was sound asleep at that time. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer chose not to have the insulin pump replaced at this time. Nothing further was reported.